Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance found related to this event. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was implanted then explanted during the same surgery. According to the operative report, the patient presented with aortic insufficiency and mild aortic stenosis of his native aortic valve. Therefore, he was referred for aortic valve replacement. The patient's native valve was noted to be extensively calcified along with the annulus. After debridement, the edwards valve was placed. On transesophageal echocardiogram, the patient had an eccentric jet which appeared to be a perivalvular leak. Due to the size of this and its "eccentric wrap-around nature," it was decided to replace the valve. The subject device was removed and another edwards bioprosthetic valve (same model/size) was implanted.